Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Laci had an "ecomm error" message during pm on pcu8015 sn (B)(4). She said the pcu communicated with system maintenance program. She could start the pm. But when it got to alarm test, the "e-comm error" message came up. Failure device type: failure problem type: failure mode: case resolution: I reviewed communication cable with laci and found out she was using "tren net" usb adapter. I advised laci we recommended using "trip lite" model USA-19hs laci will get a trip lite usb adapter model USA-19hs and install the driver. If she still have problem, she will call me back. Ref:_00d30y0yr._5000l1qkcjy:ref